Manufacturer narrative:
Investogation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 211 lbs (96 kg), we can calculate the worst case ml/kg air transfusion dose to be 0.00043 ml/kg in this situation. Investigation is still in process and a follow up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was observed in the return line and in the centrifuge. No air was returned to the donor. All leur connections were tight and there was no clotting in the channel or in the return reservoir. No medical intervention was reported and donor is reported as fine. Full donor unit ID#: (B)(6). The customer did not provide patient age.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investogation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 211 lbs (96 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00043 ml/kg in this situation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is still in process and a follow up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was observed in the return line and in the centrifuge. No air was returned to the donor. All leur connections were tight and there was no clotting in the channel or in the return reservoir. No medical intervention was reported and donor is reported as fine. Full donor unit ID# (B)(6) the customer did not provide patient age.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 211 lbs (96 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00043 ml/kg in this situation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found three reports for similar issues on this lot. The customer history report indicates there were other reports of similar issues. Investigation is still in process and a follow up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was observed in the return line and in the centrifuge. No air was returned to the donor. All leur connections were tight and there was no clotting in the channel or in the return reservoir. No medical intervention was reported and donor is reported as fine. Full donor unit ID# (B)(6). The customer did not provide patient age.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was observed in the return line and in the centrifuge. No air was returned to the donor. The customer reported all luer connections were tight and there was no clotting in the channel or return reservoir. The blood diversion pouch was not inflated with air, and the donor was not connected prior to ac prime. The customer reported no air was being drawn in through the ac line or ac filter. No medical intervention was reported and donor is reported as fine. Full donor unit ID#: (B)(6) the customer did not provide patient age. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Corrected information is provided in d.9. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 211 lbs (96 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00043 ml/kg in this situation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 3 reports for similar issues on this lot. See mdrs: 1722028-2024-00053, 1722028-2024-00050, 1722028-2024-00051 the customer history report indicates there were other reports of similar issues. Terumo bct conducted a customer site visit and set evaluations that included this event. The customer was provided with a customer site report with the investigation details and conclusion. It was found the operators were clamping and sealing everything correctly. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 211 lbs (96 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00043 ml/kg in this situation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 3 reports for similar issues on this lot. See mdrs: 1722028-2024-00053, 1722028-2024-00050, 1722028-2024-00051 the customer history report indicates there were other reports of similar issues. Terumo bct conducted a customer site visit and set evaluations that included this event. The customer was provided with a customer site report with the investigation details and conclusion. It was found the operators were clamping and sealing everything correctly. Root cause: based on the available information, it is possible that the presence of air was the result of one or more of the following: - air remaining in the sets following prime or incomplete prime - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was observed in the return line and in the centrifuge. No air was returned to the donor. The customer reported all luer connections were tight and there was no clotting in the channel or return reservoir. The blood diversion pouch was not inflated with air, and the donor was not connected prior to ac prime. The customer reported no air was being drawn in through the ac line or ac filter. No medical intervention was reported and donor is reported as fine. Full donor unit ID# (B)(6) the customer did not provide patient age. The collection set is not available for return because it was discarded by the customer.